Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the hematoma. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted successfully, reducing mr to 1+. After removal of the steerable guide catheter (sgc), a severe hematoma occurred during closure of the access site. It was found that the physician accidentally went from the vein to the artery and back to the vein during the initial part of the procedure, and this was an arterial bleed and not a venous bleed. The patient was sent to surgery to repair the right common femoral artery, and is stable. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hematoma and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects of hematoma and tissue damage appear to be related to operational context/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.